Event description:
It was reported that during a sleeve gastrectomy procedure, the device did not hold pneumoperitoneum and air leakage noticed from the trocar. The trocar was replaced with a different unit of the same kind. Surgery was prolonged two minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the third firing of the device, it would not release from the cystic artery. The surgeon forced the handles open and the jaws opened. The procedure was completed with a same/like device. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, during each firing sequence the jaws remained in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.